Manufacturer narrative:
Additional narrative information: patient weight: unknown/ not provided. Ethnicity and race: unknown/ not provided. Date of event: early september no specific date was provided. Phone number: (B)(6). Device evaluation: field service was onsite and replaced solenoid / strain gauge. Service also adjusted / recalibrated the system. The system is performing to specification. Although the strain gauge failed, it could not be determined if it caused or contributed to the reported event. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were three posterior capsule rupture events that occurred during procedure in past six months. Customer perceived machine performance issues. Additional information was received, and it was learnt that there was medical intervention where ovisot was prescribed. There was no incision enlargement, no sutures required. Patient is recovering. This event is for one patient. Other reports are being submitted for rest two patients. No further information was provided.